Event description:
It was reported that the patient showed high lead impedance on diagnostics test. Patient will likely undergo a removal surgery. Good faith attempts to obtain additional information have been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.